Event description:
It was reported that during a surgical procedure, the fuse at the tip of the evac 70 wand was broken into pieces. The pieces were retrieved from the patient with suction. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that fluid is in the fluid line. The electrodes have been heavily used causing two electrodes to erode. The wand is bent from use. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the broken pieces from the evac 70 wand tip were retrieved from the patient. The procedure was completed using a back-up device. The patient was noted to be a 9-year-old female. No patient injuries or adverse consequences were reported. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.